Manufacturer narrative:
Discarded by user.

Event description:
Per the customer the device frayed during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.